Manufacturer narrative:
Batch review performed on 19 aug 2024. Lot 2007801: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: ball heads: mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2405095: (B)(4) items manufactured and released on 15-mar-2024. Expiration date: 2029-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact acetabular shell ø54 two-holes (k132879) lot 2343856: (B)(4) items manufactured and released on 08-may-2024. Expiration date: 2029-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact flat pe hc liner ø36/e (k103721) lot 2348564: (B)(4) items manufactured and released on 15-jan-2024. Expiration date: 2028-12-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact cancellous bone screw ø 6,5 l 25 (k200391) lot 2319119: (B)(4) items manufactured and released on 13-sept-2023. Expiration date: 2028-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 1 month from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.